Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was misplaced'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included stress urinary incontinence and condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2007: one essure coil was misplaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received. This case is incident now. The previously reported event injury was replaced with events per pfs: one essure coil was misplaced, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain and pelvic pain. Laboratory data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was misplaced'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included stress urinary incontinence and vulvovaginal condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("claimed bladder/urinary problems : bladder probs") and urinary tract disorder ("claimed bladder/urinary problems : urinary probs"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation (B)(6) 2006), ablation and hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, metrorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the palntiff states that she received treatment for dysmennorhea ,dyspareunia, menorrhagia, metorhagia, nickel allergy, bladder disorder, urinary tract disorder, cystitis discrepancy noted: claimed allergy: nickel - diag. Post-essure. Diagnosed nickel allergy? Unknown. Received treatment for allergy? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2007: one essure coil was misplaced. Most recent follow-up information incorporated above includes: on 14-apr-2020: plaintiff fact sheet received. Essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was misplaced'), pelvic pain ('pelvic pain'), pelvic abscess ('abscess'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included stress urinary incontinence and vulvovaginal condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("claimed bladder/urinary problems : bladder probs") and urinary tract disorder ("claimed bladder/urinary problems : urinary probs"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and intermenstrual bleeding ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation ((B)(6) 2006), ablation and hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic abscess, dysmenorrhoea, dyspareunia, intermenstrual bleeding, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the palntiff states that she received treatment for dysmenorrhea ,dyspareunia, menorrhagia, metorhagia, nickel allergy, bladder disorder, urinary tract disorder, cystitis discrepancy noted: claimed allergy: nickel - diag. Post-essure. Diagnosed nickel allergy? Unknown. Received treatment for allergy? Yes. Discrepancy noted in essure removal date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2007: one essure coil was misplaced. Lot number: 508835, manufacturing date: 2005-08, expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was misplaced'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included stress urinary incontinence and vulvovaginal condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("claimed bladder/urinary problems : bladder probs") and urinary tract disorder ("claimed bladder/urinary problems : urinary probs"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery ( ablation and hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, metrorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the palntiff states that she received treatment for dysmennorhea ,dyspareunia, menorrhagia, metorhagia, nickel allergy, bladder disorder, urinary tract disorder, cystitis discrepancy noted: claimed allergy: nickel - diag. Post-essure. Diagnosed nickel allergy? Unknown received treatment for allergy? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2007: one essure coil was misplaced. Lot number: 508835; manufacturing date: 2005-08; expiration date: 2007-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was misplaced'), pelvic pain ('pelvic pain'), pelvic abscess ('abscess'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 508835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included stress urinary incontinence and vulvovaginal condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("claimed bladder/urinary problems : bladder probs") and urinary tract disorder ("claimed bladder/urinary problems : urinary probs"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation ((B)(6) 2006), ablation and hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic abscess, dysmenorrhoea, dyspareunia, metrorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic abscess, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the palntiff states that she received treatment for dysmennorhea ,dyspareunia, menorrhagia, metorhagia, nickel allergy, bladder disorder, urinary tract disorder, cystitis discrepancy noted: claimed allergy: nickel - diag. Post-essure. Diagnosed nickel allergy? Unknown received treatment for allergy? Yes. Discrepancy noted in essure removal date : (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2007: one essure coil was misplaced. Lot number: 508835 manufacturing date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Event added: pelvic abscess. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was misplaced'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included stress urinary incontinence and vulvovaginal condyloma. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infect."), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("claimed bladder/urinary problems : bladder probs") and urinary tract disorder ("claimed bladder/urinary problems : urinary probs"). The patient was treated with surgery (ablation and hysterectomy full). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, metrorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: the plaintiff states that she received treatment for dysmenorrhea ,dyspareunia, menorrhagia, metorhagia, nickel allergy, bladder disorder, urinary tract disorder, cystitis discrepancy noted: claimed allergy: nickel - diag. Post-essure. Diagnosed nickel allergy? Unknown received treatment for allergy? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2007: one essure coil was misplaced. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : dob of the patient was updated. Events added- metrorrhagia, bladder disorder, urinary tract disorder, device monitoring procedure not performed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.